Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery, at the moment of the main corneal incision, the knife broke off and remained stuck in the cornea, detached from the sleeve. The surgeon removed the knife and changed scalpels. Patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened knife were received for the report of knife broke and remained stuck in the cornea. Sample was visually inspected and found to be nonconforming with blade broken off at the bend area of the blade. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with blade broken off at the bent area, therefore a broken knife reported by the customer was confirmed; how and when the knife became damaged could not be determined.; however a manufacturing related root cause could not be ruled out. An investigation has been completed to investigate issue with blade broken off. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged blade exhibited on the returned opened sample is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the surgery was completed on the same day and there was no patient harm.

Manufacturer narrative:
Additional information is provided in section b.5 and h.6. The manufacturer internal reference number is: (B)(4).